Event description:
The customer reported that the system did not xray and the components were burnt. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the x-ray tube then adjusted and calibrated the system. The system operates as intended.